Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this right ventricular (rv) lead exhibited pace impedance measurements of greater than 2,000 ohms and shock impedance measurements of greater than 125 ohms. Technical services (ts) noted this was not affecting therapy and no noise was observed. This rv lead remains in service. No adverse patient effects were reported. Additional information was received that there was a rv morphology change from previous presenting electrograms (egms) and a deflection on the rv channel indicating possible loss of capture (loc). Ts recommended in office isometrics testing along with a chest x ray. This rv lead remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this right ventricular (rv) lead exhibited pace impedance measurements of greater than 2,000 ohms and shock impedance measurements of greater than 125 ohms. Technical services (ts) noted this was not affecting therapy and no noise was observed. This rv lead remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this right ventricular (rv) lead exhibited pace impedance measurements of greater than 2,000 ohms and shock impedance measurements of greater than 125 ohms. Technical services (ts) noted this was not affecting therapy and no noise was observed. This rv lead remains in service. No adverse patient effects were reported. Additional information was received that there was a rv morphology change from previous presenting electrograms (egms) and a deflection on the rv channel indicating possible loss of capture (loc). Ts recommended in office isometrics testing along with a chest x ray. This rv lead remains in service. No adverse patient effects were reported. Additional information was received that noise was observed on this rv lead.